Event description:
It was reported that the patient had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device during the third drain. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The system error 2367 was determined to be for a system error 2240. The cause could not be determined as the device was not returned. Should additional relevant information become available, a follow-up report will be submitted.